Event description:
It was reported that device diagnostics resulted in high impedance. It was reported that the patient underwent generator replacement surgery in (B)(6) 2014. Further follow-up revealed that there was no reported trauma or patient manipulation that may have caused or contributed to the high impedance. It was reported that the patient can become aggressive at times and need to be held down. X-rays were taken, but will not be sent to manufacturer for review. Attempts to obtain additional relevant information have been unsuccessful to date. No known surgical interventions have been performed to date.

Event description:
It was reported the patient was referred for lead revision due to the high impedance observed. It was also noted that the patient began having daily seizures. The patient underwent lead revision surgery on (B)(6) 2016. Diagnostics were checked and found to be ok after the new lead was implanted. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was later reported the surgeon visually noted a fracture in the lead, around the neck area, during the explant surgery. It was noted the lead was not obtained after surgery and was possibly sent to pathology. However, it was later noted that the explanted lead may have been sent back to the manufacturer for analysis. The lead has not been received by the manufacturer to date. Attempts for additional information have been unsuccessful to date.

Event description:
It was reported by the company representative that he believes he was able to find the patient's explanted device and he thinks he sent the device back to the manufacturer. The explanted lead has not been received by the manufacturer to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The implant card from the generator replacement surgery on (B)(6) 2014 identified that the device diagnostics were within normal limits (3677 ohms).